Event description:
No additional information

Manufacturer narrative:
Investigation result: three c20350 samples were received in opened packaging from lot 22119056 for investigation. One of the sample had some residual fluid present, whilst the other two did not and the dust caps were in place. The customer reported that the tubing was weak and kinking. Additional information provided by the customer confirmed that the kinks were identified both prior to infusion and during infusion. A visual inspection of the returned samples confirmed the customer's experience; a cloudiness was visible at the upstream and downstream tubing joint to the inline filter. Furthermore, these spots were more prone to kinking when manipulated. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and no occlusion or restriction of flow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the kink was likely contributed to by an excess amount of solvent being applied to the tubing joint, which made the tubing more malleable, coupled with an incorrect coiling technique during the packaging process. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 22119056 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. Furthermore, the solvent dispenser used for this product has been modified in order to reduce the likelihood of defects of this nature occurring in future. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the c20350 product in the past 12 months.

Event description:
It was reported that the bd low sorbing ext set had kinked tubing. The following information was provided by the initial reporter, translated from dutch to english: the bd extension set with ref. C20350 namely that the pipe is weak in a certain place(s). Nowadays we even have the problem that we initially think that the management is ok but has become soft due to the administration of chemotherapy. Pipe also starts turning at that point. In short, absolutely not safe. Additional information received: please confirm how the fault was identified? This can sometimes be seen visually as soon as you remove the product from the packaging and during administration it has also been identified please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? In both cases and even usually before priming please confirm the infusion set-up - gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Please confirm if there is any visible damage on the set - such as cracks, flashes or deformation of the piston? Yes. Please confirm the exact location of the reported fault within the set? This is just before and just after the filter. Please confirm what substance was being infused during the time of the event? If noted before, nothing - for the situations noted after chemotherapy i.e. Keytruda, opdivo, zaltrap, imfinzi or paclitaxel. Please confirm if this resulted in a leakage? No, filter was immediately replaced by another one given danger of leakage does seem to happen and is high in our opinion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.